Event description:
Medtronic received information that an unknown duration following the implant of this bioprosthetic valve, echocardiogram results revealed regurgitation. The valve was explanted, and cuspal calcification and a cuspal tear were noted upon explant. The valve was replaced with another medtronic tissue valve with no further adverse patient effects reported. Additional information was requested but has not been received.

Manufacturer narrative:
Additional information was received following the submission of the initial medwatch report. The valve was implanted for almost 15 years duration. Patient information, device serial number, catalog number and implant date are provided on this supplemental report. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Product analysis: the device has not been returned to medtronic for analysis. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The serial number of the device was not provided so device history record review could not be performed. Should the product be returned or additional information is received, a follow up report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.